Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results.c the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4). Corrected data in fields d4, and h6.

Manufacturer narrative:
The complaint device has been returned. An investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly one attachment broke off. Patient began use of the appliance on (B)(6) 2024 and stopped using the appliance due to breakage on (B)(6) 2025. No injury was reported.